Event description:
The customer father reported that the patient insulin pump shut off without warning. The customer's blood glucose level was unknown mg/dl. The customer father stated that the issue occured twice. The customer father was advised that carelink would assist to review the insulin pump activity. The customer father stated that he will call the help line later along the uploading the customer insulin pump to find what may have occured on the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.